Manufacturer narrative:
An event regarding disassociation involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to instability and dislocation. Surgeon reported that a contributing factor was the patient's non-compliance with post-op instructions. After a closed reduction was attempted and failed, it was discovered that the bipolar component dissociated from the femoral head. All implants were removed and a girdlestone procedure was performed. Rep confirmed that no further information will be released by the hospital or surgeon.